Event description:
Information was received from a manufacturing representative about an unknown patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins had reached eri. Longevity calculation indicates approximately 2 years of life. The manufacturing representative reported that one year had passed and the ins reached eri. Longevity calculations showed that with a longevity of 1 year the impedances are likely around 400ohms. The 2 year longevity was calculated at 100ohms. There were no symptoms reported. No complications or further complications were reported. (Rep) additional information was received from a manufacturing representative. The date the eri was observed was provided, along with the patient¿s name.